Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, atrial and ventricular oversensing due to noise was observed on the device. Technical support was contacted and recommended reprogramming. Additional information was requested and was not received, but it was reported that the event was resolved. The patient was stable and there were no adverse consequences.